Event description:
The reporter indicated that the sites dell x5 handheld device was not holding a charge, adding that the site has "to reset the dates almost every time they turn it on." The product was returned to the manufacturer and is currently awaiting analysis.